Event description:
During application of the device, the knife blade was not aligned into the cannula properly. When the cannula was inserted into the sleeve, shavings dropped off. Procedure type: unk.